Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that there was what looked to be a small opening in the chest area where the generator was implanted. The surgeon felt that the generator needed to be explanted. It was unknown why it occurred. The surgeon looked at the chest and felt it needed to be removed, so the generator and the extension were explanted. An incision was made in the chest where the generator was implanted and where the lead extension connection was implanted. The extension and the generator were then removed and the incisions were closed. The issue was resolved and it will not be replaced in the future. There were no further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional information received indicates the s/n of the ins involved in the event is (B)(4).

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the small opening was due to hardware erosion. No further complications were anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660 lot# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2018 devices were considered non-analyzable with medical issue if information is provided in the future, a supplemental report will be issued.